Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01feb2023 since the patients were implanted between january 2010 and february 2023. Department of cardiology, medstar heart and vascular institute, medstar washington hospital center/medstar georgetown university hospital center, washington, dc, USA ryan wallace, et al. Cardiovascular revascularization medicine ¿ in press. Http://dx.doi.org/10.1016/j.carrev.2024.05.017. Manufacturer¿s investigation conclusion: the reported low flow alarms could not be confirmed, as log files were not submitted for analysis. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the research article suspected they were related to outflow graft obstruction. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The device serial numbers or other identifying information of the products was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate 3 (hm3) was associated with outflow graft obstruction (ogo), ogo associated to kinked outflow graft, low flow alarms due ogo, transplant and a death due refractory right ventricular failure and cardiogenic shock. These experiences were reported through the research article titled ¿percutaneous endovascular intervention for left ventricular assist device outflow graft obstruction: a single-center experience¿. This retrospective study included a total of 12 patients implanted with lvad between january 2010 and february 2023 who had 14 cases of ogo. From this total, only 1 was implanted with hm3. The most common etiology appeared to be attributed to interruption of antiplatelet therapy or anticoagulation, but similar numbers were found for other etiologies, including kinks of the outflow graft, buildup of gelatinous material in between the outflow graft and external wrap causing external compression, and undetermined cause. All patients underwent invasive angiography with balloon angioplasty and stenting. At long-term follow-up, 6 out of 12 patients were alive. One patient died within 30 days of percutaneous endovascular intervention; the cause was refractory right ventricular failure and cardiogenic shock. A total of six patients underwent left ventricular assist device (lvad) placement as a bridge to transplantation; of these, three patients underwent orthotopic heart transplant during the study period, while two patients died, and one is still awaiting orthotopic heart transplant.